Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device would not lock the burr in place. The device was being used during knee surgery, but there was no pt or user injury and no medical intervention. There was no add'l info provided.